Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. No drug information was provided. It was reported a motor stall with recovery was seen at initial interrogation. The patient recently had a magnetic resonance imaging (MRI) exam last saturday ((B)(6) 2017) and the logs were just read the day of report, so it was unknown how long the stall actually lasted. The logs confirmed stall recovery as a result of interrogation. No patient symptoms were reported.